Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported an intermittent failure of the bellows, possible loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
Gehc service representative performed a checkout of the equipment and confirmed a central processing unit error in the logs. The central processing unit was replaced, and the unit was returned to service.